Event description:
A customer contacted beckman coulter inc., (bec) and stated that the coulter lh 750 analytical station was leaking. The customer indicated the leak was about 10-15ml what appeared to be diluent/lyse. Per customer, the leak was not contained and they were running a startup before the leak was observed. The customer was wearing gloves and a lab coat. No one was splashed, sprayed, or injured. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. The material safety data sheets (msds) were not reviewed. There is an exposure control plan at the facility. The customer confirmed no patient results or treatment was affected by the leak. There was no death or injury connected to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and initially could not locate the leak. Upon further troubleshooting, the fse located clear diluent leaking from the flow cell area. The fse examined the flow cell, and discovered 1" sample line was disconnected from the flow cell. The fse performed further examination, and found retic shear valve hesitating during actuating and an isoton build-up around the shear valve. The fse removed the shear valve, cleaned it thorough with warm water, installed it back and tested; no issues were noted. The fse also cleaned up the leak and replaced 1" sample line on the flow cell ensuring there was no flow cell clogs. After the repairs, fse conducted performance tests including startup, latron, controls, and reproducibility check with acceptable results. The fse confirmed with customer that there were no outstanding issues prior leaving the site. Cause of this event was improperly functioning retic shear valve and disconnected sample line to the flow cell. (B)(4).